Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted and patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.